Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking. The leak was further described as, ¿around 2cc of small water dripping was observed inside the infusor housing when retrieving the infusor at the hospital¿. This was observed after use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the device was manufactured from march 24, 2022 - march 30, 2022. H10: the actual device was received for evaluation. The returned sample did not contain fluid in the bladder. A visual inspection was performed using the naked eye which showed no evidence of dripping fluid inside the housing. The inside of the housing was found to be dry. A functional leak test was performed by filling the device with green colored water. After the fill, the device was monitored until the next day and no signs of a leak were observed inside the housing or in any part of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.